Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was asymptomatic. It was noted that noise with intermittent oversensing was observed on the right ventricular lead. Programming changes were made. The patient was stable before, during and after the programming changes.

Event description:
New information received notes noise was once more observed on the right ventricular lead.

Event description:
New information received notes no additional programming changes were made. No other issues were observed. The right ventricular lead was being monitored at this time. The patient was stable.